Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer's blood glucose level was 341 mg/dl. The customer received complete status with next highlighted on the screen. The was advised to discontinue use of the insulin pump and to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and rewind, however device failed prime/seating due to failed sensor. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly.